Event description:
It was reported the patient is unable to establish communication with his scs ipg and external devices. The patient does not have stimulation therapy. The patient stated he experienced a fall approximately a month ago, but his scs system worked fine for a week after the fall. A sjm representative met with the patient and confirmed the issue. The patient's ipg is inoperable. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.